Manufacturer narrative:
A portion of an unknown biomet zirconia abutment was returned for investigation. Visual inspection of the as received product revealed a fractured zirconia segment within a crown. There was an insufficient portion of the abutment remaining for a positive identification to be performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: p-iis086gr rev. E (11/15) ¿ biomet 3i restorative products IFU information identified: precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. Patient had a zimmer zirconia abutment under a crown which fractured. The complaint was confirmed as only a fractured portion of the original abutment was returned for investigation. A definitive root cause could not be determined as the conditions of this specific abutment within the patient¿s mouth are unknown. Due to this complaint falling under the corrective action preventative action for biomet 3i zirconia abutments, design deficiency is a probable cause. As biomet 3i zirconia abutments have been obsoleted, no additional corrective actions are required. Patient identifier unknown / not provided ((B)(4)). Age and date of birth unknown / not provided. Sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number unavailable as no catalog number was provided.

Event description:
It was reported that an unknown legacy biomet zirconia abutment fractured.

Event description:
It was reported that an unknown (B)(4) abutment fractured.

Manufacturer narrative:
The following sections were updated: zimmerbiomet complaint number (B)(4). Labeled for single use? Change no to no information. Is this a single-use device that was reprocessed and reused on a patient? Change "no" to "no information".